Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose. The customer reported being diagnosed with pancreatitis and shingles on her stomach and scar tissue. The customer's blood glucose reading at the time of hospitalization was 30 mg/dl. The customer's current blood glucose reading was 565 mg/dl. The following day, the customer again reported low blood glucose of 30 mg/dl, and later a high blood glucose of 600 mg/dl. The customer reported passing out. No further information reported.